Event description:
It was reported that a mcs20 was used during a esophagectomy procedure. It was reported by the affiliate that the clip scissored. After that the applier jammed (the device did not cut the vessel). A new applier was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Tracking #.55500/lacey. H6; the applier was rec'd with the tip of the feedbar damaged due to being crushed by closure in the jaws. The applier was disassembled and the rear tab of the feedbar was pulled out of the feedbar driver. This may have occurred due to the feedbar bonding to the applier floor by dried body fluids. Based upon the inquiry info rec'd, the visual examination and the functional test, it was concluded that the reported incident during surgery may have been due to dried body fluids adhering the feed bar to the applier floor. The applier was rec'd with the tip of the feedbar damaged due to being crushed by closure in the jaws. The applier was cycled, but would not function as designed due to the damaged feedbar. The applier was disassembled and the rear tab of the feedbar was found to be pulled out of the feedbar driver. This may have occurred due to the feedbar bonding to the applier floor by dried body fluids and then being cycled again.